Event description:
It was reported that this patient was recently implanted with a cardiac resynchronization therapy pacemaker (crt-p) system. Approximately, three weeks later the patient advocated reported that the patient passed away and believes it was a result of an allergic reaction from the device. The patient advocate wanted to know if the hospital had called boston scientific to see if the patient had an allergic reaction as she was concerned it was not reported. The system is out of service.